Event description:
It was reported the patient allegedly never experienced effective stimulation therapy from his scs system following implant and has not used his system in approximately a year and a half. As a result, the patient had his entire scs sytem explated on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.